Manufacturer narrative:
Initial reporter phone - (B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had a flap decentered and torn during procedure. Surgeon said there was no loss of visual acuity, but he couldn¿t perform the excimer ablation. He performed a prk instead at a later date.

Manufacturer narrative:
Correction it was mentioned in initial report that no field service or clinical visit was done by error. A field service specialist did visited the account and check the delivery system alignment and centration and no problems were found.